Manufacturer narrative:
It was reported that a patient an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and a thrombus issue occurred. Additional info was received on 5/14/2019, indicating the patient has not exhibited any neurological symptoms since the procedure was completed. The smartablate generator was used and parameters were set to power control mode. The investigational analysis completed 5/29/2019. The device was inspected and red brown material was observed on the dome. This is related to the thrombus observed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the thrombus observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. Manufacture ref no: (B)(4).

Manufacturer narrative:
On 4/25/19, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, reddish brown material and evidence of thrombus was observed on the dome. These findings coincide with what was reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 4/26/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and a thrombus issue occurred. The thrombus issue occurred 3 hours into catheter use, when the roof line was created. Thrombus adhered to the tip of the catheter. Catheter replacement resolved the issue. The procedure was completed without patient's consequence. The observed thrombus has been assessed as MDR reportable.